Event description:
Information received by medtronic indicated that insulin pump was not working right. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned the pump for alleged incorrect bolus wizard delivery recommendations reported on 12/1/2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The pump passed all functional testing and the bolus wizard test sample. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked retainer, and pillowing keypad overlay. Incorrect bolus wizard delivery calculations complaint is not confirmed. The pump passed all functional testing and the bolus wizard test